Event description:
An adverse event was reported under the study. The patient experience reoccurrence of claudication. Action was taken and noted angioplasty for restenosis that was located immediately cranial to proximal end of the stent (which has been coded as "other" under f10 device code). Timeframe between the study index procedure and event is not known, as the index procedure date is not available at this time. However, the target lesion treated during this index procedure was the right superficial femoral artery (sfa) and a smart stent was implanted.

Manufacturer narrative:
The device is not available for evaluation and testing. Additional information has been requested and will be submitted within 30 days upon receipt.